Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
During analysis of the handheld device, it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2013, it was reported that a physician¿s handheld device (hhd) was frozen on the calibration screen after a hard reset. Four hard resets were performed, and each time the screen froze on the calibrate screen. The screen was cleaned, but the event did not resolve. The hhd was returned on (B)(4) 2013 and is pending analysis.